Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), uterine perforation ('perforation (uterus)') and stevens-johnson syndrome ('autoimmune disorder type of disorder: stephens nonsen syndrome') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), stevens-johnson syndrome (seriousness criterion medically significant), abdominal pain lower ("pain/lower abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), abdominal pain upper ("stomach pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic reactions"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anxiety ("hormonal changes describe: anxiety"), mood swings ("mood swings"), depression ("depression"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), vulvovaginal mycotic infection ("infection (other) describe: yeast infection"), rash ("rashes or skin conditions type: rashes"), acne ("excessive acne"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), weight fluctuation ("weight gain/loss(specify which one) weight gain & weight loss") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, uterine perforation, stevens-johnson syndrome, abdominal pain lower, dysmenorrhoea, back pain, abdominal pain upper, dyspareunia, hypersensitivity, allergy to metals, vaginal haemorrhage, menorrhagia, anxiety, mood swings, depression, urinary tract infection, vulvovaginal mycotic infection, rash, acne, migraine, headache, tooth disorder, weight fluctuation, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic inflammatory disease, rash, stevens-johnson syndrome, tooth disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, weight fluctuation and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received : previously reported ¿injury to herself¿ was updated to pain/lower abdominal pain. Following events were added: perforation (uterus), pelvic inflammatory disease, hormonal changes describe: anxiety, mood swings, depression, abnormal bleeding (vaginal), menorrhagia, allergic reactions, urinary tract infection, yeast infection, stevens johnson syndrome, rashes, excessive acne, migraines, headaches, dental problems, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight fluctuation, hair loss, stomach pain, back pain and she did not underwent essure confirmation test. Product indication updated. Lawyer added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.